Event description:
An intra-aortic balloon catheter was placed in a pt due to cardiogenic shock. The catheter was placed at the pt's bedside. Initially the catheter was placed low (at the pt's 8th rib). The catheter was advanced to the correct position 4 hrs later. 124.5 hrs after initiation of pumping, blood was discovered in the extra-corporal tubing indicative of a leak. The balloon was removed 3.5 hrs later.